Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the bolus calculation recommended by the pump was inaccurate. Although requested, the customer declined to upload the pump data logs. Blood glucose level was 78 mg/dl.